Event description:
It was reported that during insertion of the iab, the balloon caught in the introducer sheath and could not be fully advanced. The entire assembly was removed and replaced without any complications.

Event description:
It was reported that during insertion of the iab, the balloon caught in the introducer sheath and could not be fully advanced. The entire assembly was removed and replaced without any complications.